Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The blade was returned in a non-synthes bag. The surface of the blade in question has not visible traces of use on its surface. Its laser marking is completely readable. The rotation of the dhs blade in question was manually tested. The result shows that the locking screw (component 524706) was very tight and for that reason the blade was not rotatable. An attempt was performed to loosen the screw, it took a lot of force to be able to loosen the screw at all. Nevertheless, the dhs-blade remains blocked. A strong tight of the locking screw is not possible during the assembly in the manufacturing process. To tighten the locking screw after assembly, the operator uses a special screwdriver with the set torque of max. 0.3 nm. Therefore, an excessive tightening of the screw is not possible during and after the assembling operation. The received condition of the complaint agrees with the complaint description since ¿it was found that the blade could not rotate smoothly¿ as claimed by the customer. Besides, the complaint is rated as confirmed, since during the functional test, it was found that the blade was not rotatable. However, from the manufacturing point of view, this complaint is rated as not valid since no non-conformances nor deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. Since no manufacturing issue was detected from depuy synthes grenchen, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.224.085s , lot: 2l45599 , manufacturing site: grenchen , release to warehouse date: 26.nov.2018, expiry date: 01.nov.2028 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device evaluated by MFR: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, open reduction internal fixation surgery for the femoral trochanteric fracture was performed with dynamic hip system (dhs) blades in question. During the surgery when the surgeon connected the dhs blade to an insertion instrument and checked if the blade was unlocked, it was found that the blade could not rotate smoothly. The surgeon disconnected blade and the insertion instrument and locked the blade once, and then unlocked it. However, the problem did not improve. The surgeon tried another blade of the same size and checked in the same way. The second blade initially rotated smoothly, but on second and third checking, it became unable to rotate smoothly. It did not improve after the surgeon disconnected blade and the insertion instrument and locked and unlocked it. Then, the surgeon checked another blade which length was 5mm shorter than the other two. The third one had no problem. The surgery was completed successfully using the third blade. The surgery was delayed by less than thirty (30) minutes. Patient outcome was stable. Concomitant devices reported: dhs plate (part/lot unknown, quantity 1), screw (part/lot unknown, quantity 1) and insertion instrument (part/lot unknown, quantity 1). This report is for a dhs blade. This is report 1 of 2 for (B)(4).